Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 1-1 on the auxiliary cabinet was failing cubie pockets. The field service engineer replaced the retractor band cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had half height cubie drawer 1-1 failure. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.